Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3093-33, lot# v184885, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had experienced a loss or change of therapy, return of symptoms, incontinence. This was considered a gradual change in therapy/symptoms. The patient stated her device was not functioning. The patient did not feel stimulation. The patient was trying to increase however had a limit in the current program and could not go above 6.50. The patient stated stopped a couple days ago. The therapy was on. The patient changed to program 4 and was able to feel the pulsating sensation. Troubleshooting resolved reported issue. The patient was able to go to program 4 and increase stimulation to where she was feeling the stimulation. The patient reported the unit worked for 2 weeks after implant placed in (B)(6) 2015. The patient stated stopped 2 weeks after that. Event date symptom return:(B)(6) 2015. Event date. Programmer issue: the patient stated two weeks post implant when trying to increase numbers. On (B)(6) 2015 started increasing up more. Event date. Stopped feeling a couple days ago: (B)(6) 2015. It was noted, (B)(6) replacement because of normal battery depletion and first 2 weeks worked fine with the patient getting pulsating movement.